Event description:
It was reported that during a rotator cuff repair surgery with angel prp infiltration, in the end of angel cycle, the syringe of prp stayed with hematocrit. The same protocol was used before with the same machine and this didn't happen (90ml of blood, 5% hematocrit). The surgeon collected a sample and did a counting of the platelets. The angel calculator gave 1443.61 k/l and the counting was 330 k/l. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update dw 12-dec-2023. Further information for clarification were provided. The counting of the platelets was performed after the surgery as an prp sample was collected during the rotator cuff surgery. The customer was expecting the prp to contain more thrombocytes than it apparently did as he assumed the number which was given by the angel system was giving the correct numbers. So the procedure was completed but on the next day the surgeon found out that the prp that he injected didn't have the concentration which was provided by the angel calculator.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to excessive pressure used when drawing back the syringe.